Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported allegation for guidewire stuck.

Event description:
It was reported that during a pulmonary vein isolation pulsed field ablation procedure to treat atrial fibrillation, a non-boston scientific cook rosen curved wire guide became stuck in a farawave 2.0 31mm catheter. The guidewire and catheter were removed from the patient and replaced with similar devices. The guidewire remained stuck in the guidewire lumen. No tissue seen at the tip of the catheter or guidewire. The procedure was completed, and no patient complications occurred. The device has been returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation pulsed field ablation procedure to treat atrial fibrillation, a non-boston scientific cook rosen curved wire guide became stuck in a farawave catheter. The guidewire and catheter were removed from the patient and replaced with similar devices. The guidewire remained stuck in the guidewire lumen. No tissue seen at the tip of the catheter or guidewire. The procedure was completed, and no patient complications occurred. The device has been returned for analysis and investigation is still in progress.